Event description:
It was reported that inflation issues and removal difficulties occurred resulting in stent damage post-deployment. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation, the middle of the balloon did not fully inflate. The stent become elongated and stretched out beyond 38mm from attempts to remove the balloon from the stent. The stent was still deployed, and the procedure was completed successfully with no additional stent used. No patient complications were reported.